Event description:
A report from the USA with info stating that there was a loss of ventilation of the 840 ventilator. There was no pt involvement reported.

Manufacturer narrative:
The customer service engineer (cse) inspected the device and upgraded the software to the current revision on the device. The breath delivery unit (bdu) central processing unit )cpu) printed circuit board (pcb) were replaced. The unit passed extended self testing. (B)(4).